Manufacturer narrative:
Results - power cord outer insulation.

Event description:
It was reported by service report that the power cord outer insulation is damaged. It is unknown if there was patient involvement or if there are adverse consequences to report.